Manufacturer narrative:
Potential lot numbers: r19a08067 and r19b05111. (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the tubing of a clearlink continu-flo solution set separated at a an unspecified y-site during a patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the device was received for evaluation. During visual inspection, the tubing and male luer segment of set were observed missing. The reported condition was verified. The cause of the condition has been deemed to be incorrect solvent application. There are preventive maintenance tasks to the system that keep the machine working per it¿s intended use. Also, there are sensors capable of detecting presence of solvent in the reservoir. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.